Event description:
Elderly male with history coronary artery disease, chronic heart failure and shortness of breath. While have a diagnostic heart catheterization, the tubing came apart. This tubing is to be used under high pressure so should maintain its integrity.